Event description:
Patient was revised due to pain. The surgeon observed poly wear and a lateral release was performed to improve patella tracking.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause of the reported wear could not be determined; improper tracking of the patella component may have been a contributing factor. The investigation did not identify the need for corrective action. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.